Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an infold occurred following deployment. Per the physician, the aortic calcification contributed to the infold. It was noted that the infold was not seen at the valve fluoroscopy check. Post dilation was performed with a 25 millimeter (mm) non-medtronic balloon which resolved the infold. The valve remains implanted. It was reported that the annulus size was 82.3 mm. No adverse patient effects were reported.